Manufacturer narrative:
(B)(4): product ID 977c165 lot# unknown serial# implanted: explanted: product type lead product ID 37081 lot# unknown serial# implanted: explanted: product type extension if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis#: 703204172: analysis information: 2019-11-13 15:09:58 cst pli#: 10 product ID#: 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID: 977c165, product type: lead, product ID: 37081, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID: 977c165, lot# unknown, product type: lead; product ID: 37081, lot# unknown, product type: extension. Analysis of the ins (s/n: (B)(4)) found no anomalies with the device. Fdc pertains to the ins (s/n: (B)(4)). Fdm and fdr pertain to the ins (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a replacement of the stimulator on (B)(6) 2019. The cause of the event was not determined. The event first occurred on (B)(6) 2019.

Manufacturer narrative:
Continuation of d11: product ID 977c165 lot# unknown product type lead. Product ID 37081 lot# unknown product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot#: unknown, product type: lead ; product ID: 37081, lot#: unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient¿s ins would heat up as soon as it was on and they would feel a burning sensation in the stimulator area. It was also noted that they would have to recharge it too often (once per day). Several programming changes were made, the last one being on (B)(6) 2019. The stimulation coverage was good but requires a lot of energy. The complaints remain the same about the sensations of burns and force the patient to stop the stimulator. There were no further complications reported/anticipated.